Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Quantity - 2 (if applicable). Unique identifier (UDI) # - (B)(4). Corrective action has been initiated for the reported issue.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Reported event was confirmed through review of photographs, which revealed the inner seal of the package was open. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to a manufacturing problem with the supplier's seal, which has been the subject of a previous corrective action. No further action is required. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.